Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital, but it was not in relation to diabetes or the pump; the customer had appendicitis. While at the hospital, the customer's method of insulin delivery was a liquid insulin drip. When the customer was coming off the insulin drip, the customer called tandem technical support (cts) for assistance reconnecting to the pump. The customer was able to successfully reconnect to the pump and resume insulin delivery. During troubleshooting, the customer reported a blood glucose (bg) level was 357 mg/dl. The customer delivered a correction bolus via the pump to stabilize bg level.